Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to information received the ventilator was behind the previously marked 200 gauss line the date of the event. It is not known whether the wheels of the ventilator were locked or not. The provided serial number in the report was incorrect and the initial reports' investigation was incomplete. Therefore, further investigation to determine the true cause of the event has not been possible.

Event description:
A sus voluntary report, mw5060295, was received stating that; "on the (B)(6) 2016, the patient was schedule to have an MRI without contrast, prior to the opening of the MRI suite for routine clinical use, the MRI-compatible ventilator was tested in zone 4 (in MRI suite), behind the 200 gauss line that was demarcated by the technical specialist from the vendor from the ventilator (maquet).the test was identical to the one used in other MRI's installations and indicated that the ventilator was safe to use. The patient was transported from the ICU to the MRI with the respiratory therapist. Prior to the patient being brought into the MRI, the respiratory therapists set up the same MRI-safe ventilator in zone 4 (inside the MRI suite) behind the previously marked 200 gauss line as appropriate. The ventilator, however, was pulled toward the MRI magnet. The batteries came off the ventilator and were pulled into the front of the MRI. No one was harmed during the event. The ventilator and batteries were able to be removed safely from zone 4. The MRI couch" (B)(4)